Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failure of the ECG cable. There was no patient involvement.

Manufacturer narrative:
Additional information: updated from ECG to nibp cable.

Event description:
The customer reported a failure of the nibp cable. There was no patient involvement.